Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Customer's blood glucose was 421mg/dl. As tandem technical support (cts) was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for cts to perform a review to determine a possible cause. Reportedly, the customer had an alternate pump and manual injections for continued insulin therapy.